Event description:
It was reported that this demo tpo100b concentrator screen looks like the words are not readable on the screen. Tbm has not seen unit to see if there are any signs of it being dropped. He will call back with information once he sees the unit.